Event description:
Medtronic received information that 9 months following the implant of this transcatheter bioprosthetic valve, the patient presented for repeat cardiac catheterization to assess hemodynamics and ventricular filling pressures. The patient had also recently developed significant regurgitation. During catheterization, the proximal end of the melody valve appeared to be compressed. There was a 35mmhg gradient across the valve. The melody valve was re-dilated. Upon balloon inflation, at least two stent fractures (type ii) were noted in the melody valve. The valve remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the product remains implanted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: type ii stent fracture can effect structural integrity of the valve and contribute to the clinical observations; however, without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.